Event description:
On (B)(6): customer reports during a bronchoscopy procedure, the system fluoro failed. Physician completed the procedure using bronchoscopy. Pt is fine. No reported injury. Customer did not provide pt gender and age information.

Manufacturer narrative:
Covidien technical support explained to the customer that the interlock, 'tube and image intensifier (ii) misaligned' was referring to the longitudinal alignment of the tube arm and the image intensifier. It was not referring to the park arm position. Operator was moving the park arm in and out to try and satisfy the interlock. Tech support advised operator to move the imaging system via the hand control which aligned the system and the interlock went away. The system was operating normally. There were no faulty components with the system, only a safety interlock that the operator did not know how to satisfy.